Event description:
Reportedly, during an incoming inspection, the programmer screen remained black.

Event description:
Reportedly, during an incoming inspection, the programmer screen remained black.

Event description:
Reportedly, during an incoming inspection, the programmer screen remained black.

Manufacturer narrative:
Preliminary analysis showed that the issue was not reproducible and was most probably caused by a defective etx board.